Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant, this left ventricular (lv) lead was not successfully implanted. The guidewire got stuck in lead. The lv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the guidewire was not in lead. Blood/body fluid noted in the lumens. Laboratory analysis was unable to confirm the reported field allegation. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.